Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, when the catheter was swept across the posterior wall a few times, the array flopped back and forward quickly. When attempting to capture the array, it was noted that not much of the guidewire was out of the array. The guidewire was pushed out, and there was another attempt made to capture the array however the array did not look as expected and could not be captured. An attempt to redeploy the array was performed while pulling in and pushing out the guidewire. An attempt was made to extend the array and pull it back in while turning it counter-clockwise. The array was able to be pulled into the sheath. A knot was observed, which was unknotted outside the body, and the array appeared normal again. The catheter was not reinserted. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.